Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture. The physician attempted to reposition this rv lead; however, the helix was unable to retract. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The stylet was returned in the lead. The setscrew marks were in the correct location on the terminal pin. Helix was retracted and dried body fluid and tissue were noted in the helix housing. The lead body was twisted and there were cuts noted in the insulation likely due to explant damage. A stylet insertion test passed with resistance felt due to the lead body being twisted. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture. The physician attempted to reposition this rv lead; however, the helix was unable to retract. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.